Manufacturer narrative:
According to the investigator's criteria, the sae has been determined to be related to the procedure, but not related to the investigational device.

Event description:
On 26feb2024 we were informed of a new sae that has been reported at site 06 (B)(6). The date of the sae onset was on (B)(6) 2024. The site became aware of the event on 26feb2024. The sae has been described as an "anastomotic leak". The subject is a 70-year-old male who underwent a right hemicolectomy extended by laparoscopy due to colon neoplasia on (B)(6) 2024. During the procedure, an intracorporeal ilio-colic anastomosis was performed. On (B)(6) 2024 the subject went to the emergency room because he was experiencing abundant and purulent exudate through the insertion point of the abdominal drain. The drain had been removed three days earlier. During the medical examination, the physicians detected suggestive findings of an anastomotic dehiscence of the ileocolic stump. For the time being, considering the good condition of the subject, he is only under antibiotic treatment within the hospital. The event is considered to be still ongoing.